Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The absorbent canister was replaced to resolve the reported issue. Customer reports no patient information available.

Event description:
The hospital reported a large leak preventing mechanical ventilation. There was no report of patient injury.